Manufacturer narrative:
One device was returned for analysis with complaint that there was a "cassette not attached" error. Review of service history found no previous repairs noted in the last 12 months. Review of event log found high alarm displayed: cassette not attached properly. The reported issue was replicated through occlusion test. The cause of the reported issue was nonreactive downstream occlusion (dso) sensor. The reported issue was resolved by replacing the dso sensor and seal. The device passed all functional and delivery tests performed after repair activities were completed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. The event occurred during testing, and there was no patient involvement.